Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2006 captures the reportable event of mesh erosion. Imdrf impact code f1202 captures the reportable event of the patient unable to work.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted into the patient during a procedure performed on (B)(6) 2009. Within a short period of time after the device was implanted, all symptoms related to prolapse and urinary incontinence had returned. The patient has had ross river fever, which she was initially was blamed for the pain in her joints. She was diagnosed with rheumatoid and reactive arthritis shortly after the implant. The patient had pelvic pain and many other ailments. The physician accused her of being hypochondriac due to her random symptoms. Her arthritis seemed to progress to the stage wherein she can no longer work. Fortunately, she found another physician who listen to her and diagnosed her with chronic arthritis, fibromyalgia, chronic pelvic pain, chronic pain in most joints of the body, brain fog, depression/anxiety, lethargy, and weight issues. Since she has been diagnosed with fibromyalgia, she has chronic pelvic pain and numbness in many areas of my body. She is incontinent and had erosion into the vagina. She fights the demon of depression daily. She has weight issues, although she does not know if that is related. The actual procedure to insert the mesh went well; she was up and moving in no time at all. However, a few weeks later that the symptoms started to appear.